Manufacturer narrative:
Correction: product from d11 also applies to this event continuation of d11: product ID: 39565-65, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there were impedance issues that would not resolve. The rep tried to reinsert the leads multiple times but impedances did not resolved. A new implant was opened and used. The patient had a replacement and the old leads were removed and inserted into the new battery multiple times however there were impedance issues so a new battery was opened and issue resolved. Additional information was received from the rep. It was reported that battery replacement was due to normal eos. High impedances were not resolved. Additional information received from a manufacturer representative (rep). It was reported that when the old battery was removed, a new battery was placed and two electrodes were slightly off. They tried 5-7 times to insert the lead into the ins, but multiple times many impedance values were off. A second battery was then used and only two electrodes were off.